Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. Manufacturer's product support engineer (pse) evaluated the unit and found the power socket and power cord faulty. The pse replaced the unit's power cord to resolve the issue. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit would not power on. The customer reported there was no patient involvement. Event date not specified; estimate used.